Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, de novo, proximal circumflex artery the 2.75 x 28 mm multi-link vision stent delivery system (sds) was advanced but could not cross the lesion. Although resistance was met the device was removed from the anatomy without issue for pre-dilatation of the lesion. Outside the anatomy it was noted that the proximal strut of the stent was flared. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.